Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's nurse reported that the pt had to go to the hospital due to the cycler not draining. A follow up call was made to the pt's peritoneal nurse who reported that the pt's wife took him to the hospital on (B)(6) 2014 due to abdominal pain and complains that he was not draining, however, he did not do his last fill so there was nothing in him to drain. A cell count was done upon arrival to the hospital this came back at 1948. The pt was given one dose of intraperitoneal vancomycin and was admitted for observation overnight with possible peritonitis. On (B)(6) 2014, a repeat culture was done which came back at 4 and cultures showed no growth. The nurse questions whether the first cell count was contaminated while it was being obtained. The pt was discharged and seen in the clinic on (B)(6) 2014 by his physician. The physician requested that the pt take one additional dose of vancomycin on (B)(6) 2014.